Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main trunk extending to the mid left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced, however, resistance was encountered and the device failed to cross the lesion. When the device was removed from the patient, it was noticed that the distal tip of the stent struts had lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the 12th and 13th most distal rows with struts lifted distally from the stent profile. Slight overlapping and misalignment of struts on the distal side was also noted. The crimped stent outer diameter (od) on the undamaged proximal part of the stent was measured and is within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main trunk extending to the mid left anterior descending artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced, however, resistance was encountered and the device failed to cross the lesion. When the device was removed from the patient, it was noticed that the distal tip of the stent struts had lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.